Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Reportedly, the customer went to bed with 150 units of insulin, and awoke the following day with an empty cartridge, and a blood glucose level of approximately 500 mg/dl. Multiple attempts were made by tandem technical support to follow up with the customer; however, no further information was provided on the reported event.